Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported on (B)(6) 2016 a catheter was placed through access of the median area of the body for percutaneous transhepatic cholangiography drainage (ptcd) in the common bile tract. On (B)(6) 2016 the patient was hospitalized, for unknown reasons, and put under suppression which he escaped from. Reportedly the catheter was found on the bed and looked like it was cut, it was later confirmed the catheter had ruptured from outside of the dressing material on the patient's body. The catheter was clamped and the incident was reported to the duty doctor after the patient declined treatment. The duty doctor was taking a "wait-and-see" approach. No other information was available at the time of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, quality control and visual inspection of the returned device was conducted during the investigation. A review of the device history record for non-conformances was not possible due to no lot number reported. There is no evidence to suggest the product was not made to specifications. Visual examination of the complaint photos shows that the catheter is in a competitors device. The catheter is in a damaged condition. The tip of the catheter is also in a damaged condition. Visual inspection of the actual device confirms catheter fracture. Kinks are noted, presumably due to clamping the device to prevent contamination/infection. There are no signs of elongation, which would be indicative of excessive force. The separated end appears rounded inward. This indicates that the catheter experienced an external force which lead to the separation. It is feasible to suggest that the damaged displayed was cause by the patient cutting the catheter. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.